Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified: opening, non-penetrating nick, crease flat, wear abrasion. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify a three punctured posterior and non-penetrating nick. Creases fold are observed, however they are not related to the manufacturing process. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: non-penetrating nick. Three puncture opening on posterior due to surgical damage like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "partial deflation, malposition and fold."

Event description:
Healthcare professional reported left side "partial deflation, malposition and fold." Device was explanted.